Manufacturer narrative:
D9: product return date "09-oct-2024" h3: one device was returned for repair due to failed accuracy. Visual inspection showed the pump was in used condition. Functional tests were performed. The primary problem was not confirmed by accuracy tests. No problem was found.

Manufacturer narrative:
E1: phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails accuracy by 6.15%. There was no patient involvement.